Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1230, awareness date 07-oct-2015). It refers to a female consumer (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. She was done having kids and did not want to have any more after having two premature babies. At two months she went to have the hysterosalpingogram (hsg) confirmation test done and her tubes were not blocked because devices were not in place. They could only find one of her coils floating in uterus. Two weeks later a CT was performed to locate the missing coil and she was told one of coils was in uterine wall. A transvaginal laparoscopic hysterectomy was performed. Consumer stated that her doctor covered her medical bill for the hysterectomy and said it must have been a device malfunction that occurred. Also during the three months that she had the device, she started breaking out in itchy bumps all over chest area and she stated it was not written about checking nickel allergy when she had the procedure done. When it was removed, the bumps cleared right up. Follow up received on 24-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately two months later a computerized tomography (CT) showed one of the coils was in the uterine wall. She underwent a hysterectomy. This event, interpreted as embedded device, is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact date and mechanism of the event was not reported. The hysterosalpingogram at two months post insertion showed the devices were not in place, one of the coils was floating in her uterus and the other one could not be found. A CT was performed to locate the missing coil and it was in the uterine wall. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately two months later a computerized tomography (CT) showed one of the coils was in the uterine wall. She underwent a hysterectomy. This event, interpreted as embedded device, is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact date and mechanism of the event was not reported. The hysterosalpingogram at two months post insertion showed the devices were not in place, one of the coils was floating in her uterus and the other one could not be found. A CT was performed to locate the missing coil and it was in the uterine wall. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.